Event description:
Additional information reported the cultured bacteria had a ¿usual resistance¿ profile. The patient was administered vanco and meronem, followed by cefotaxim, followed by dalacin and fuci. The patient¿s system was a new implant for the patient when it was initially implanted. The patient was to return home ¿possibly¿ after two days. The patient was notably ¿waiting for re-implant¿ following the explant.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0208340647, implanted: (B)(6) 2014, product type lead; product ID 3389-40, lot # 0208340643, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082205614a, implanted: (B)(6) 2014, product type: accessory; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension.

Event description:
It was reported the essential tremor patient¿s implantable neurostimulator (ins) and extensions were explanted due to an infection. It was noted the patient¿s leads were ¿saved.¿ cultures were taken from the patient¿s extensions and were found to contain the bacteriums ¿staph aureus¿ and ¿klebsiella pn.¿ the patient was administered antibiotics in treatment for their infection. Additional information has been requested regarding the patient¿s symptoms, intervention, and outcome. A supplemental report will be filed if additional information is received.